Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms along with inappropriate stored atrial tachycardia response episodes due to noise. The patient was scheduled for a lead revision in the future. There were no reported patient symptoms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a revision procedure and this lead was surgically capped and abandoned due to a lead fracture. No additional complications or adverse patient effects were reported.